Event description:
A hospital in (B)(6) reported that an opt842 nasal cannula appeared to have been tightened too much and the plastic had broken where the head strap connects to the prongs. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt542 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The returned nasal interface was visually inspected. The inspection revealed that the right hand nasal prong had broken at the headgear connection point. The broken section was not returned. No other damage was noted to the product. The hospital had commented that the problem had likely occurred due to overtightening of the head strap. As this is the only complaint of this type that we have received for this product, we concur that this is the most likely reason for the breakage.